Event description:
It was reported that during a vena cava filter placement via a left jugular approach, the filter allegedly failed to advance in the sheath. It was further reported that another device was used to complete the procedure. Reportedly the patient was allegedly puncture more than usual. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter system that are cleared in the us. The pro code and 510 k number for the denali filter system are identified in d2 and g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the the denali filter system that are cleared in the us. The pro code and 510 k number for the denali filter system are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 09/2024). Device pending return.

Event description:
It was reported that during a vena cava filter placement via a left jugular approach, the filter allegedly failed to deploy. It was further reported that another device was used to complete the procedure. Reportedly the patient was allegedly puncture more than usual. There was no reported patient injury.